Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the screen on the insulin pump was frozen and the buttons were not responding. She removed the battery to restart it but the keypad was still unresponsive. Customer stated that the device was exposed to sweat during workout. Blood glucose value was 79 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.